Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 1335483, medical device expiration date: 31-jan-2027, device manufacture date: 01-dec-2021, medical device lot#: 0022949, medical device expiration date: 28-feb-2025, device manufacture date: 22-jan-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles from lots: 1335483 and 0022949 had white, paint-like foreign matter found on them. The following information was provided by the initial reporter: "we have now had a 3rd complaint regarding the same supply item from the same clinic. The clinic has found more of these needles with what appears to be white paint".

Event description:
It was reported that an unspecified number of bd precisionglide¿ needles from lots 1335483 and 0022949 had white, paint-like foreign matter found on them. The following information was provided by the initial reporter: "we have now had a 3rd complaint regarding the same supply item from the same clinic. The clinic has found more of these needles with what appears to be white paint".

Manufacturer narrative:
Investigation summary: it was reported there appears to be white paint in the needle cap. To aid in the investigation, four samples were received for evaluation by our quality team. Three samples came with no packaging blisters; the lot for these samples is 'unknown.' One sample came in a sealed packaging blister for lot 1335483. A visual inspection was performed and one of the samples with no packaging blister has an epoxy drip over on the needle hub. This is considered an imperfection as it does not affect the fit, form or function of the medical device. The other three samples have no defects or imperfections. A device history record review was completed for provided material number 305106, lot number 1335483. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. However, the symptom reported is considered an imperfection and not a defect.